Event description:
Boston scientific provided the following information: no ra capture, drop in impedance. Today, plan was for just the ra lead, but ended up removing all leads including the previously capped leads via laser lead extraction.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.